Event description:
]The subject device was used for an asd closure procedure involving two defects (multifeneatrated asd). After an occluder from another company (amplatzer 16 mm) was deployed in a 15 mm defect, the subject device was deployed in the primary defect. A wiggle test confirmed stable placement with no dislodgement, and the procedure was successfully completed. Approximately 1 hour and 45 minutes later, it was reported that the subject device had dislodged. As transcatheter asd closure was deemed difficult, the device was surgically retrieved, and the defect was closed via an open surgery. The primary defect was elongated in shape; therefore, the dislodgement may have been caused by interference with the amplatzer device combined with the patient's heartbeat.

Manufacturer narrative:
The review of batch records did not reveal any deviations. The complained flex ii asd occluder (29asd36; (B)(6) met all specifications at the time of its release to the market. There were no similar complaints from the same batch. The complained flex ii asd occluder was discarded by the hospital; therefore, it was not returned for further investigations. According to the information from the customer, the patient had a multifenestrated asd defect. However, as per the corresponding IFU, flex ii asd occluders are not intended to be used for multifenestrated asd defects. In the light of all investigation findings, the root cause of this complaint has been traced back to off-label-use of the device.